Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, broken belt clip slot and cracked battery tube treads. Test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and had broken pieces which did ot allow reservoir to stay in place. Customer does not know how damage occurred. Customer's blood glucose was 149 mg/dl. Customer was advised that insulin pump would need to be replaced.